Event description:
Patient was explanted after lesion developed and open suture line showed valve exposure. Surgical revision of valve was performed because the valve had moved and the patient was difficult to cannulate.